Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of a misfired device.

Event description:
It was reported that, during a sacrospinous ligament fixation using a capio slim device, the suture dart was unable to be loaded into the carrier and the device misfired once. Another capio slim device was used to complete the procedure and no further patient complications were reported.